Event description:
This report was received from a healthcare professional (administrator) on 02-jul-2018. This case describes the occurrence of retroperitoneal perforation in a (B)(6) year-old outpatient female who underwent a virtual colonoscopy with colon insufflator protocol on (B)(6) 2018 for screening of polyps and cancer. Medical history and concomitant medications were reported as none. The patient had no known allergies. On (B)(6) 2018, the patient underwent a virtual colonoscopy with colon insufflator protocol (catalog number 6400, serial number (B)(4)). The patient tolerated the colonoscopy procedure without complications and was sent home. Approximately an hour after the patient left, the images were read. The images showed the patient as having retroperitoneal perforation; co2 was present. Although the patient was asymptomatic, the patient was immediately called into the emergency room and was admitted for a "couple of days" and was discharged home sometime in (B)(6) 2018. Treatments given and outcome were not provided. On (B)(6) 2018, preliminary investigation showed all mechanical and electronic pressure relief valves functioned as expected. The unit was tested for proper operation and did not perform as expected. The flow calibration was out of spec. The flow meter reads 5.3 l/min and volume liter display reads 5.6 l/min. Additional information is required pending final results of quality investigation. Corresponding worldwide case ID: (B)(4). Company comment: a (B)(6) year-old outpatient underwent a virtual colonoscopy with colon insufflator protocol for screening of polyps and cancer. She tolerated the procedure and was sent home. After an hour, they read the images and showed retroperitoneal perforation with co2. Although the patient was asymptomatic, they called her immediately and admitted her for a "couple of days". Treatment was not reported. During preliminary investigation of the unit, all mechanical and electronic pressure relief valves functioned. However, the flow calibration was out of spec. The flow meter reads 5.3 l/min and volume liter display reads 5.6 l/min. Colon perforation is a rare but serious complication of colonoscopy and may occur as either intraperitoneal or extraperitoneal perforation or in combination. In this specific case, no information is available regarding the underlying conditions of this elderly patient suspected to suffer from polyps and cancer. In the meantime, no information was provided regarding the course and outcome of the examination, together with final results of quality investigation. Due to the lack of critical information, this case is considered unassessable. Further evaluation will be performed once additional information is received.

Event description:
This report was received from a healthcare professional (administrator) on 02-jul-2018. This case describes the occurrence of retroperitoneal perforation in a 72-year-old outpatient female who underwent a virtual colonoscopy with colon insufflator protocol on (B)(6) 2018 for screening of polyps and cancer. Medical history and concomitant medications were reported as none. The patient had no known allergies. On (B)(6) 2018, the patient underwent a virtual colonoscopy with colon insufflator protocol (catalog number 6400, serial number (B)(4)). The patient tolerated the colonoscopy procedure without complications and was sent home. Approximately an hour after the patient left, the images were read. The images showed the patient as having retroperitoneal perforation; co2 was present. Although the patient was asymptomatic, the patient was immediately called into the emergency room and was admitted for a "couple of days" and was discharged home sometime in (B)(6) 2018. Treatments given and outcome were not provided. On (B)(6) 2018, preliminary investigation showed all mechanical and electronic pressure relief valves functioned as expected. The unit was tested for proper operation and did not perform as expected. The flow calibration was out of spec. The flow meter reads 5.3 l/min and volume liter display reads 5.6 l/min. On (B)(6) 2018, final device investigation results became available. Even though this device had not been returned for service or calibrated since it was built in 2007, it was functioning within specification when tested both by the service technician and engineering. The owner's manual (80-18780-0, section 12) states, in both the current version and the version that shipped with the device, that the device should be calibrated annually. Additionally, in the final investigation, it has been clarified that the out of spec. Calibration was referring to the fact that the device was flowing at a lower rate than showed on the display. Furthermore it should be noted that in normal operating mode the device does not flow more than 3lpm and that it does not display flow but only total liters delivered and pressure. In conclusion, nti could not confirm that the functioning of the device caused the perforation that occurred during this procedure. This investigation is concluded and can be closed. Most recent follow-up information incorporated above includes: on 14-aug-2018:final investigation results added to the case. Corresponding worldwide case ID: (B)(4). Bracco comment: a 72-year-old outpatient underwent a virtual colonoscopy with colon insufflator protocol for screening of polyps and cancer. She tolerated the procedure and was sent home. After an hour, they read the images and showed retroperitoneal perforation with co2. Although the patient was asymptomatic, they called her immediately and admitted her for a "couple of days". Treatment was not reported. Medical history and concomitant medications were reported as none. The final investigation states that, even though the device had not been returned for service or calibrated since it was delivered, it was functioning within specification when tested. The owner's manual states that the device should be calibrated annually. Based on the information on hand, the role played by the device in causing the colon perforation could be excluded. In this specific case, even if no information is available regarding the course of the examination, including the need of a polypectomy, it should be noted that a higher than expected volume of co2 was administered to this elderly patient (i.e. 5.3 liters versus 2-4 liters). It should be also noted that colon perforation is a rare but serious complication of CT colonoscopy and it can be the consequence of both diagnostic and therapeutic procedures. In diagnostic procedures, perforation is the result of mechanical disruption of the colonic wall induced by considerable stretching of the bowel, especially when loops are formed or the endoscope is advanced by the slide-by technique while in therapeutic procedures, perforations can be induced by any intervention involving dilation or electrocoagulation, more frequently done for polypectomy.